Event description:
I purchased a 36 count, multi-pack of up&up brand compact tampons at (B)(6) on (B)(6) 2021. After using one, the product unraveled and came apart upon removal from my body. Such poor quality of feminine hygiene products could cause harm to women's health if it is not improved. FDA safety report ID# (B)(4).